Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix as well as in the lead lumen due to cuts observed in the insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that a revision procedure was performed approximately one month after implant in which this right ventricular (rv) lead was explanted and replaced due to an unspecified product issue. No further information is available at this time. No additional adverse patient effects were reported.